Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, a microbiological culture was performed on the evis exera iii duodenovideoscope. The scope did not pass the hygiene test. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufactures review of the customer provided cleaning disinfection and sanitization (cds) practices, results of third party testing, the device evaluation and the legal manufacturer's final investigation. The legal manufacture reviewed the customers cds practices and found no deviation from the device instructions for use (IFU). The culture results of the user were reported where: sampling from: biopsy ch (channel). Cfu: 6cfu. Bacterial identification: greening streptococci. Sampling from: a/w(air/water)-ch. Cfu: 32+cfu. Bacterial identification: n/a. Olympus culture tested the device where: sampling from: biopsy ch. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: a/w-ch. Cfu: 0cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: light guide (lg) lens was cracked, bending section rubber glue cracked, leakage from control section, scope body damaged, scope connection cover deformed, insufficient angulation, preventive maintenance: lever arm corroded. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the device IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.